Event description:
Rptr received saline implants in 1979. Within months she began to feel malaise and fatigue. In the intervening years, she has been diagnosed with possible porphyria because of skin rashes and abdominal pain. Later, she was diagnosed with possible multiple sclerosis and lupus, as well as fibromyalgia. Prior to her implantation, she was healthy with good energy. Now, she is in the process of applying for ssdi because of pain, fatigue, memory and concentration loss, as well as depression and other neurological deficits (burning and numbness).